Manufacturer narrative:
Results and conclusions: during analysis, there were approx ten attempts made to close the pcs21 into firing range and it closed three times. Trocar cable was not damaged. Once it got into firing range, the device fired successfully into four layers of foam, producing a clean cut and good staple formation. A hairline crack was found on the spline tube. The information retrieved from the memory card indicates that there was a mismatch ranging from 3 to 66 turns between the proximal and distal sensor readings during closure of the dlu. It also revealed that the power to the pc was cycled after calibrating, opening and closing the dlu, resulting in the dlu being marked as "used". The dlu was not re-calibrated when the pc was re-started. Eventually, the pc registered a "failed to close" error message. There were two issues which contributed to the problem. The first issue was that there was a malfunction either in the pc or the flexshaft - this was the cause of the "replace flexshaft" error message. The second issue was that the power to the pc was cycled after the pcs21 had been calibrated, opened and closed. This caused the system to lose track of the position of the anvil/trocar, and resulted in the "failed to close" message. The reported complaint can not be attributed to any functional problems with the pcs21. In conclusion, the pc was evaluated and was found to have a sensor problem which was the cause of both the "replace flexshaft" message and the misfiring. Both complaints occurred because of the mismatch in the counts of the number of turns on the proximal and distal sensors. See scanned pages.

Event description:
Esophogectomy. Pcs21 dlu was passed perorally and there were no problems. Anvil was placed perfectly. While connecting the pcs21 to the flexshaft, a "replace flexshaft" message appeared. System was re-booted, ready light came on and proceeded to open the trocar. It was noticed that the trocar wire was out approximately 7-8 inches and the trocar would not close. Surgeon eventually maneuvered it back into the pcs21. Sales associate left the or suite to call manufacturer for assistance but was not successful. Upon returning, decision was made to go into the chest via another device.